Event description:
It was reported that externalized conductors were observed under fluoroscopy during normal pace generator change out. Patient was asymptomatic. The lead was tested with normal electrical function and no anomalies. The lead remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).